Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to an extrusion of the electrode into the external ear canal. Also during explantation surgery the electrode array was found completely migrated out of cochlea. The explanted device has not been received for investigation yet.

Event description:
The user underwent an emergency explantation on (B)(6) 2025 due to the electrode extruding from the ear canal.

Event description:
The user underwent an emergency explantation on (B)(6) 2025 due to an electrode extruding from the ear canal. Future re-implantation is considered.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user underwent an emergency explantation on (B)(6) 2025 due to the electrode extruding from the ear canal. The user has been reimplanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to an extrusion of the electrode into the external ear canal. Also during explantation surgery the electrode array was found completely migrated out of cochlea.